Event description:
The pt felt extremely hot and then passed out at the end of a routine hemodialysis treatment. The operator discontinued treatment and called emergency medical services. The pt's blood pressure was reported as low in the 50s, exact value not provided. The pt was transported to the hosp when they were administered 500cc of normal saline and released. No other medical intervention was required. Pre-treatment blood pressure was approximately 90/60, which is typical of this pt's interdialytic blood pressure.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff reported unrelated to nxstage device. Transient hypotension is a common and anticipated event occuring during hemodialysis treatments. Facility staff provided re-training to the operator to identify symptoms of hypotension and how to administer a saline bolus during treatments. Facility staff also advised the operator to decrease the ultrafiltration rate to 1.0l/hr. There have been no similar problems reported subsequent to this event. No add'l info will be provided.